Event description:
The user facility reported the reliance vision was leaking water, creating a 'large' puddle of water on the floor. No procedural delays/cancellations, no injuries or property damage was reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the centrifuge filter and drying valve body leaking. The technician replaced the body centrifuge filter, ran a test cycle and found the unit operational. No further issues have been reported.